Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on back under the electrode. There was a report of open skin. Patient has a history of sensitive and thin skin. There was no alleged device malfunction contributing to the irritation. Patient was advised to leave the device off until area is healed by a physician. Follow up indicated that the irritation has improved.